Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, upstream occlusion when running at high flow rate was not reproduced. Upstream occlusion testing was performed and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor calibration is out of tolerance and the ultrasonic sensor tape is peeling. Ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of upstream occlusion when running at high flow rate during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.